Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) that measured ¿high¿ on the meter equal to or greater than 600 mg/dl) without ketones or reported symptoms suggestive of hyperglycemia. Customer support advised the reporter to recheck the bg by alternative testing method and to treat with an injection of insulin if needed. The reporter made no allegation of a pump malfunction at the time of the call and was uncertain of the reason for the patient¿s elevated bg. The pump was not available for troubleshooting at the time of the call and the reporter did not call back to perform troubleshooting. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. The pump has not been requested to be returned. This complaint is being reported because the patient experienced elevated bg of unknown origin while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: during investigation, the pump passed all required testing for delivery accuracy. The complaint regarding blood glucose (bg) was reported on (B)(6)2013 , according to the pump history the pump was in use until (B)(6)2016 . The pump was returned with a cracked battery compartment and a dim/pink screen. The current black box and pump history show no evidence of delivery malfunction or interruptions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.